Event description:
It was reported that pump issued repeated quick bolus button alerts that continued to reappear even when customer was not pressing button and appeared the button was intermittently sticking. As a result, the customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer delivered a bolus via the pump to address elevated bg. Customer continued to use the pump for insulin therapy and also confirmed an alternate method of backup therapy is available.